Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the device was not able to change and retain several different settings and profiles and it reverted to what was previously displayed. No internal damage or defects observed. No loose cabling or loose circuit board to circuit board interconnections observed. The software was updated and the device functioned as designed.

Event description:
It was reported that the device will not retain settings, can't change settings, "about" screen setting lists no serial number, and the processor version is blank. No known impact or consequence to patient.